Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cover of the universal cord was broken. The light guide bundle was slightly interrupted and weakened at the insertion part. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Snaky tube leakage was caused by a component failure of the uc sheath. The uc sheath failure was electrical / electronic component problem, but the cause of the uc sheath failure could not be determined. The most likely cause was a contact with something sharp-edged. The slightly interrupted light guide bundle was caused by a component failure of the lg bundle. The lg bundle failure is electrical / electronic component problem, but the cause of the lg bundle failure could not be determined. The most likely cause is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 facility name: (B)(6). E1 - address: (B)(6).

Event description:
It was reported that the subject device had snaky tube leakage. The event occurred at service /maintenance (not in a clinical setting). There were no reports of patient involvement.